Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the anchor was damaged and the tip of the driver bent and broken. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/12/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3652sp knotless 2.6 fibertak® double loaded w/ #2 kl repair sutures when placing it into the handle, but it didn¿t go in. This occurred during a proximal biceps tenodesis. They used the handle and the drill bit designed for this anchor (disposable), placing it into the handle, but it didn¿t go in. Since the surgeon couldn¿t place the first one, they gave him another, and with that one, he slightly changed the direction and drilled the bone multiple times. Additionally, he placed the second anchor without inserting it into the handle.